Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, bone/tissue damage, elevated metal ion levels and infection. All components were removed and replaced with cement spacer molds. Patient's legal counsel reported patient underwent a reimplantation procedure on (B)(6) 2014. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 4 MDR's filed for the same event (reference 1825034-2014-03677 /-03678 /-06997 /-06998).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, bone/tissue damage, elevated metal ion levels and infection. All components were removed and replaced with cement spacer molds. Patient's legal counsel reported patient underwent a reimplantation procedure on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2014 due to pain, metallosis and elevated metal ion levels. Operative report noted the presence of cloudy fluid, metallosis and an inflamed synovium. The modular head was removed and replaced with spacer molds. The stem was well fixed and remained implanted. Operative report noted patient underwent a left total hip arthroplasty on (B)(6) 2002. No revision for the left hip has been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative, infection, and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03677 / 03678).